Manufacturer narrative:
A complete analysis and testing of two opened and used reservoirs, performed the pre-fill test and found the one of the two reservoirs was leaking from the neck of the barrel. The remaining reservoir was functioning properly and passed all functional testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call indicating occlusion and leaks from the reservoir. The customer's blood glucose reading was unknown. The customer reported no delivery alarm occurred during manual prime. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0 units. The customer stated that the pump did not alarm no delivery. The customer also mentioned leaks in the tubing connector. The reservoir will be returned for analysis.